Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) delivery system was kinking due to anatomy tortuosity of the patient's veins. The delivery system kinking resulted in pericardial perforation and tamponade. The ipg and delivery system were explanted. The perforation was fixed and the patient condition is stable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced pericardial effusion.